Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6).

Event description:
It was reported that during an ipg replacement on (B)(6) 2025 patients' extension was damaged. As a result, extension was explanted and replaced during the procedure to address the issue.